Event description:
It was reported that the patient presented to the emergency room due to their right ventricular (rv) lead exhibiting high impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.